Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self-test. Pump error was present in the pump trace download due to broken trace at pin cracked solder joint at pin on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. Self test was performed and was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.